Manufacturer narrative:
Follow-up # 1 date of submission 9/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/08/2016 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. The pump was able to power up with the returned battery cap although the cap was unable to full tighten onto the pump. During visual inspection of the pump, it was observed that the returned battery cap had damaged threads and its "coin slot" was worn. The return battery cap¿s height and width were within specification. It was also observed that the battery compartment was cracked and there was moisture contamination observed inside the compartment and underside of the battery cap. A. "Intermittent power" event was duplicated when the battery cap was loosened by half a turn. A test battery cap was used for all steps of this investigation. The pump was exercised with the test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during the investigation. A leak test was performed and failed due to a battery compartment leak. The pump¿s cover was removed and there was no evidence of additional moisture inside pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture in the compartment and intermittent power in the pump. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.